Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account on the 3rd floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(6).

Manufacturer narrative:
The hill-rom technician found all four brake casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted all four casters to resolve the issue. Based on this information, no further action is required.